Manufacturer narrative:
Evaluation summary the infusion pump was tested for flow accuracy at 125 ml/hr and 10 ml/hr. The results were within specification. The biomed at the hosp also tested the pump and found the pump to meet specification for accuracy.

Event description:
Pump was reported to be setup to infuse k+ at 10 meq/hr. The pump was reported to infuse closer to 20 meq/hr. No additional clinical info was able to be obtained. No pt injury resulted.